Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Additional 510(k)# that also apply to this complaint: (B)(4).

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jetd reperfusion catheter (jetd). During the procedure, the hub of the jetd kinked; therefore, it was removed. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient. No additional information is available.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 02 MFR report: (B)(4) 1. Section d. Box 4. Unique identifier h3 other text : placeholder